Event description:
Rptr had bilateral mammary hypoplasia. She had bilateral augmentation mammoplasty with insertion of 280-320 cc double lumen silicone gel prosthesis with injection of 20 mg of solumedrol per side as well as bacitracin oxycillin in the implant cavity. On 3/23/82, the left implant prolapsed. On 4/22/82, while suturing second layer the outer lumen of the implant was punctured with release of the saline solution.